Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique prior to an abdominal aneurysm interventional procedure. Reportedly, two proglide devices were successfully pre-placed prior to the procedure. When deploying the second proglide it didn't feel right as if the device might not have grabbed enough tissue. The abdominal aneurysm interventional procedure was conducted and completed. At the end of the case, hemostasis was not achieved. Wire access was maintained and a third proglide device was deployed. Hemostasis was achieved with the first and third device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿proglide it didn't feel right as if the device might not have grabbed enough tissue¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.